Event description:
It was reported that upon beginning a prostate procedure, the systems fiberlife function activated; the initial report was that the fiber was turning inside/independently of the cap. The case was completed using a new surgical fiber. There was no report of injury.

Manufacturer narrative:
The customer's initial report of the systems fiberlife function activating and fiber rotation within the cap. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was confirmed to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/cap conditions could result in forward firing condition. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. (B)(4).